Event description:
An adhesive issue was reported with the abbott diabetes care (adc) device. The adc device prematurely detached and the customer was unable to obtain glucose readings. As a result, the customer experienced hypoglycemic symptoms and was able to unable to self-treat due to their symptoms. The customer was provided glucose for treatment by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Data was extracted using approved software and extraction was successful. Visual inspection was performed on the returned sensor patch and adhesive and no issues were observed. No malfunction or product deficiency was identified. This issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit met specifications prior to release to distribution. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) device. The adc device prematurely detached and the customer was unable to obtain glucose readings. As a result, the customer experienced hypoglycemic symptoms and was able to unable to self-treat due to their symptoms. The customer was provided glucose for treatment by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.